Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary was found damaged. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft is broken off at the centerline of the jaw pivot pin forward; the pin and broken off portion of the shaft were not returned for analysis. Optical examination of the fracture surface reveals a fairly brittle fracture with no indication of torsion or fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.